Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet with a dexcom g7 sensor, during which the ilet alerted for low glucose and the user¿s fingerstick measured 23 mg/dl while the dexcom displayed 51 mg/dl; the user was advised to rely on the glucometer for real-time accuracy and treated the low with oral glucose. Symptoms included no reported clinical manifestations. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included complaint review and user education regarding use of fingerstick values for treatment decisions. Investigation of this case revealed a glucose reading discrepancy between the cgm and fingerstick, with the device functioning as designed by issuing a low alert. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.